Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was planned for an impella 5.5 device implant. However, during preparation, automated impella controller (aic) failed to recognize an installed purge cassette. The aic and purge cassette were replaced, and priming was successfully initiated. The patient was successfully implanted with the impella 5.5 device for impella mechanical circulatory support. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. A.5 revised ethnicity as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26529. B.7 added information as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26529.